Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) was ordered for replacement to resolve the reported issue.

Event description:
The hospital reported that the adjustable pressure limit valve (apl) was not working. There is no report of patient involvement.